Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented while exhibiting bradycardia due to the pacemaker failing to capture. It was noted that the patient experienced twitching in their chest due to extracardiac stimulation. No intervention was performed. The patient's health status was unknown.